Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient is calling to report that he has been experiencing high blood glucose for the past month. Patient's blood glucose has reached into the 300's mg/dl range. Patient attributed his high blood glucose to the pump not delivering insulin properly. No adverse event. A request was made for the return of the device.